Event description:
Blood pressure device measures actual systolic pressures less than approx 100 torr greater than 160 as being less than 130 torr. This problem has occurred daily; intermittently with no warning or indication of equipment malfunction. Pts have been both male and female.